Event description:
On (B)(6) 2008, the patient underwent a procedure using two gore tag thoracic endoprosthesis to treat a 70mm thoracic descending aortic aneurysm. There was no healthy distal neck to the celiac artery due to the size of the aneurysm. The distal tag device intentionally covered the celiac artery and also intentionally partially covered the superior mesenteric artery. Touch-up ballooning to the distal device was not performed and an angiogram showed a distal type I endoleak. The physician decided to end the procedure and take a wait and watch approach. On (B)(6) 2008, the patient's aneurysm ruptured due to the distal type I endoleak. Due to the patient having terminal lung cancer, he was not able to be converted to an open repair to treat the rupture and he expired the same day.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: per the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta in patients who have appropriate anatomy, including: greater than or equal to 2 cm non-aneurysmal aorta proximal and distal to the aneurysm. Care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area. Do not cross significant arterial branches which do not have collateral or protected perfusion to end organs or body structures. Vessel occlusion may occur. Additionally, the IFU states: after deployment, use the gore tri-lobe balloon catheter to smooth and seat the endoprosthesis against the aortic wall in the distal and proximal necks.